Event description:
"Black specks found in bd 16 gauge 1" compounding needles. Multiple needles of lot 3334871 found with tiny black specks inside of luer lock or cap of packaged needles. Potential sterility/contamination issue during compounding of sterile IV products, which may have already occurred. All needles with specific lot/expiration of 3334871/[redacted date] were segregated and isolated from main supply. Awaiting investigation.". Manufacturer response for 16 gauge 1" compounding needles, 16 gauge 1" compounding needles (per site reporter). Mfg letter of investigation attached, no findings, lot complied with qc.